Event description:
It was reported that the customer was taken to the emergency room last year due to skin irritation from the sensor. The caller reported the irritation as "boils", and stated that the doctor broke the boil to allow the discharge to come out. The caller stated that the customer was then put on antibiotics. The customer had been inserting the sensors in her buttocks as she is very lean. The caller stated that the endocrinologist advised her to stop using the sensors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.